Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a larger-than-usual meal to correct a perceived high glucose; the patient subsequently treated with oral glucose and glucose stabilized. Symptoms included sweating and slowed movement consistent with hypoglycemia. Outcomes included transient low blood glucose with no medical intervention, no assistance, and no hospitalization. Investigation included review of user-reported event details and provision of troubleshooting and education regarding appropriate meal announcements and avoidance of using meals as correction. Investigation of this case revealed user technique contributed to insulin dosing leading to hypoglycemia, with no device alarms reported and no device malfunction identified.